Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that on the day prior to this report, the patient was adjusted by the health care provider (hcp) and the patient's upper and lower limit was increased / decreased by 1 volt. The patient also experienced a sudden onset of shaking in his left hand in (B)(6) 2016 so he wanted to adjust the stimulation, but was unable to due to hitting the upper limit threshold. The patient stated that he can increase and decrease the stimulation the right side but only can decrease it on the left; the upper limit was reached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.